Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 5173108, model/catalog description: infinion cx lead kit, 70cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a lead replacement procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively.